Event description:
It was reported that the ventilator generated a technical error codes indicating a inspiratory flowmeter temperature sensor range error and inspiratory flowmeter error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating a inspiratory flowmeter temperature sensor range error and inspiratory flowmeter error. The ventilator was investigated by our field service engineer on-site and the monitoring pcb, o2-cell, membrane and memory battery was determined defective but not replaced due to not being approved by the customer. Since no parts were replaced non have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).